Manufacturer narrative:
System updates pending. Result: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the patient¿s access vessel mld was 6.95mm with no calcification and no tortuosity reported. In this case, the exact cause of the femoral artery occlusion cannot be confirmed. Procedural factors (resistance encountered during the ds advancement through the esheath) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards (B)(4) affiliate, during the transfemoral tavr procedure, the access vessels were pre-dilated and a 16fr esheath was inserted without issue. Following balloon aortic valvuloplasty (bav), a 23mm sapien xt valve and novaflex+ delivery system (ds) were introduced into the esheath. Resistance was felt while advancing the valve and the physician had to apply greater than anticipated push-forces in order to advance the valve through the esheath. Once the valve was through the sheath, it was deployed successfully. The ds was retracted and the esheath was removed. Resistance was felt while removing the esheath. Upon removal of the sheath, a piece of endothelium was observed on the esheath. A femoral angiogram confirmed that there was no circulation to the patient's right leg. A crossover was immediately performed and a covered stent was placed. A repeat angiogram revealed normal circulation in the right leg post stenting. At the time of this report, the patient was in stable condition. The access vessel minimum luminal diameter (mld) measured 6.95mm with no calcification or tortuosity reported. It was perceived that the resistance encountered during the ds advancement caused the ds to kink, causing the esheath to split, exposing the artery to the wire and contributing to the event.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Visual inspection revealed no distal tip damage. The sheath liner was folded approximately 4 inches in length from the distal tip. Minor delamination in the area where the liner was folded inward was also observed. Dimensional analysis of the flex tip outer diameter was performed. All measurements were within specification. Functional testing could not be performed due to the condition of the returned device. During the manufacturing process, the sheath undergoes multiple inspections. These inspections make it unlikely that a manufacturing non-conformance caused this event. The complaint for resistance with the delivery system was confirmed based on the condition of the returned device. However, since functional testing was unable to be performed due to the condition of the returned device, no manufacturing non-conformances were able to be identified in the returned sample. A definite root cause of the event could not be confirmed. Procedural factors (manipulation of the sheath during use resulting in the damage to the sheath ¿ which can contribute to liner folding and delamination, sheath insertion angles valve crimping, and or loader handling) can also contribute to valve advancement difficulties. It could not be determined if the reported resistance was experienced before or after the distal portion of the delivery system kinked. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.